Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2020. A manufacturing record evaluation was performed for the finished device batch peh313, 8756h56 and no non-conformances were identified. Additional h3 investigation summary: one picture was provided for analysis. Upon visual inspection of the photo, sixteen needle-sutures and two needles of unknown product code could be observed. The two needles appear to be detached and two of the needle-suture pieces were bent. No conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Additional information was requested and the following was obtained: lot #? Code 8756h¿>peh313. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure for each product code/lot? Exact quantities unknown, surgeon said at least a couple sutures/code was procedure completed successfully? Case was completed successfully any patient consequence? No patient consequences. Note: events reported via 2210968-2019-91088, 2210968-2019-91089, 2210968-2019-91090.

Event description:
It was reported that the patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the needle was popping off. The surgeons tried several different packages of each code and still had the same problem. The surgeons were able to complete the procedure but took a bit longer because the needles kept popping off. There were no adverse patient consequences reported. Additional information was requested.